Manufacturer narrative:
No device problem found. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer blood glucose at the time of incidence was 402 mg/dl and current blood glucose value was 489 mg/dl. Customer other blood glucose value was 482 mg/dl. Customer declined troubleshoot for high blood glucose value. The customer was treated with manual injection. The device will be returned for analysis.